Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The devices were returned for evaluation. The returned devices were visually examined prior to decontamination and revealed the following: the 20mm commander delivery system was returned with the 14fr esheath partially inserted, liner was partially expanded 1.75 inches from the distal strain relief with the remainder of the liner unexpanded, the esheath+ tip was unopened, a bent strut to the 20mm sapien 3 ultra resilia (s3ur) valve punctured through the strain relief 1.25 inches from the distal strain relief, and esheath+ shaft was bent 0.5, 1.0 and 1.75 inches from the distal strain relief. Once the hub was disassembled and the s3ur valve expanded, it was noted that the valve was slightly canted, the leaflets dehydrated from prolonged crimping, and the bent struts were corrected. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed calcification and tortuosity were present in the patient's access vessel. In this case, the complaints of inability to advance through sheath and sheath punctured were confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as these factors were present in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. In addition, during the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. High push forces coupled with non-coaxial advancement trajectories can lead to strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). The complaint of difficulty introducing sheath was unable to be confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as these factors were present in the patient's access vessel. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Vessel tortuosity can induce stress to the sheath shaft, causing it to kink or bend and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During the tavr, there was difficulty faced when inserting the esheath+ into the patient and the s3ur valve became stuck in the esheath+ at the common femoral artery due to the patient's vascular disease (calcium and tortuosity). The devices were removed as a single unit and a new system was used. A second s3ur valve was implanted successfully. Per report, there was no injury to the patient. According to pre-decontamination findings of the returned devices, the s3ur valve had a bent strut that punctured through the strain relief of the esheath+ approximately 1.25 inches from the distal strain relief.